Manufacturer narrative:
Internal reference: (B)(4). Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. The implant or explant dates are not applicable to this device. State/prefecture is (B)(6).

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned diagnostic coronary procedure the pd curve disappeared on the manufacture¿s device before normalization. Another same manufacture¿s product was used to complete the procedure. There is no patient injury. Radial access. By report, no damage was observed to the device and no resistance was encountered. The returned device was visually and microscopically inspected and damage was observed. The wire had multiple kinks, the sensor was broken and a portion of the pressure sensor was missing. The probable cause of the damage could be caused by rough handling of the device during procedure as evidenced in the several bents in the distal coil. We were unable to conclusively determine when and how the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This submission is being reported because the sensor was missing from the manufacture¿s device. There is a potential for harm if the malfunction were to recur.